Event description:
Hcp reported the pt was having pt pump refills performed by home infusion co. Pt went to the emergency room because of problems with urinary incontinence. Generalized discomfort, and extreme spasticity. The hcp found their pump to be dry, refilled it, and gave pt a bolus dose. Pt's withdrawal symptoms improved. Hcp had pt's come into the office 2 dime for early refills and the appropriate amount of drug was found to be in the pump each time. The hcp felt that there was "no indication that the pump is not working". The pt is now having a different home infusion co. Do their refills and their spasticity is back to baseline and pt is walking fine with no loss of function or muscle weakness. Pt is, however, having some sensory symptoms that were not there pre-implant such as abdominal dysethesia and some burning sensation in their hands. Hcp is following this and has ordered an MRI for pt.